Manufacturer narrative:
Additional product code: (B)(4). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A review of the device history records has been requested. Device was used for treatment, not diagnosis.

Event description:
It was reported on an unknown date, the tip of the star-drive screwdriver shaft was twisted when refilling the trunk stock set. It is unknown if when the issue was discovered. There was no patient or procedure involvement. This complaint involves one (1) device. This report is 1 of 1 for pc-(B)(4).

Manufacturer narrative:
Additional information provided. Part: 314.467; synthes lot: 7815854; supplier lot: n/a; release to warehouse date: march 30, 2015; manufactured by supplier: (B)(4). No nonconformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, which would contribute to this complaint condition. Flow: damaged: visual (appearance not as expected) visual inspection: the stardrive screwdriver shaft was received at us cq with the distal tip of the screwdriver significantly twisted in the direction of screw insertion. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: dimensional analysis was not performed due to the post manufacture twisting condition at the distal tip. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Document/specification review: the following drawing(s) was reviewed; -screwdriver shaft t8 deep stardrive ¿, solid conclusion: the complaint condition is confirmed as the stardrive screwdriver shaft was received with the distal tip of the screwdriver twisted. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined, it is possible that the device encountered unintended torsional forces. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.